Manufacturer narrative:
Results: the complaint for lead damage was confirmed. As received, the channel 1 stimulation electrode was missing. Per event details, "upon removal of the lead got hung up at the tip of the needle. The doctor forcefully attempted to remove the lead through the needle, and the tip section (contact 1) broke off from the lead." Labeling is adequate according to the dfu. Page 7 warning section states: "if pulling the lead back through the needle, use caution to avoid severe damage to the lead due to shearing from the needle's tip." The complaint for "cannot implant product" cannot be confirmed through product testing alone. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt underwent a procedure for the implant of a permanent scs system. It was reported the physician experienced some resistance in advancing a quattrode percutaneous lead, and he elected to withdraw the lead and attempt another needle stick. Upon removal of the lead, allegedly the lead became "hung up" at the tip of the needle. It was reported the physician forcefully attempted to remove the lead through the needle and the tip section (lead contact 1) broke off from the lead. The contact allegedly was not retrieved and remains implanted in the epidural space. The physician used another lead and completed the case.